Event description:
Customer alleged the head section drifts down if there is weight in the bed and you push head down and release real quick.

Manufacturer narrative:
Customer cleaned the brake washer on the head drive, and unit is now functioning as designed and is back in service.